Event description:
It was reported that a device and reload cartridge were used during a laparoscopic gastric bypass; there was staple line bleeding. Another device was used to complete the case with no consequence to the pt.